Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that even though the camera, the camera ethernet communication cable, the poe injector and the network switch box was replaced, the camera is still not communicating. The old camera is found to have a tripped bump sensor. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was not connected. There was no patient present when this issue was observed.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735783 (network port), serial/lot #: (B)(6); product ID: 9735798 (injector), serial/lot #: (B)(6) and product ID: 9735843 (cable), serial/lot: (B)(6). H3) the network port was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The o-ring was tested and found to lose communication and drop packets when ping tested. When tested overnight there was 26% packet loss. When logged into web app, communication was slow and impossible to navigate to view settings. An electrical failure was observed. Eval code method 10 associated with this analysis eval code result 120 associated with this analysis eval code conclusion 4307 associated with this analysis the injector was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Poe injector was tested for over 18 hours without any issues. Power was provided and led was green throughout testing. No failure found. Eval code method 10 associated with this analysis eval code result 213 associated with this analysis eval code conclusion 67 associated with this analysis the ethernet cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Cables were tested and no opens or shorts were detected. No failure found. Eval code method 10 associated with this analysis eval code result 213 associated with this analysis eval code conclusion 67 associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.